Event description:
On 02/23/2010, solta was notified of an event where a pt developed an infection following a fraxel re: pair system. The pt was treated on the neck on (B) (6) 2009. The pt returned to the physician's office on (B) (6) 2010 and pustules were noticed under the right side of her chin. A bacterial swab was performed and the pt was restarted on keflex and valtrex, and given topical altabax. Pt returned on (B) (6) 2010 with new lesions. A tissue swab and 2 mm punch biopsy was performed, which preliminarily grew group b strep, so the pt was switched to penvk. Pt also given diflucan for possible yeast infection. Pt photos received on 3/19/2010 indicated possible hypertrophic scarring on neck.

Manufacturer narrative:
The treatment tip was not returned for eval. Swabs taken of affected skin and punch biopsy inconclusive for mycobacterium.